Event description:
During preparation for use of the device for cardiopulmonary bypass, the user observed that the electronic gas delivery fio2 would not go above 82% even though it was set for 100%. There was no adverse consequence to a pt as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not concluded.